Manufacturer narrative:
The customer reported that the system did not have enough aspiration power during the procedure. The procedure was completed. There was no patient harm. The customer did not request service for the system. The handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. The system was manufactured on september 25, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Handpiece. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was not enough vacuum during a procedure. The procedure was completed. There was no patient harm.